Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings. On investigation, the alleged no power issue was not duplicated in the evaluation. Review of black box history found consecutive power-on-reset events. Using the returned caps, the pump powered up to the display screen with auditory and vibratory features. The keypad buttons were unresponsive. The remaining testing was unable to be performed and the power issue was not fully investigated. The keypad cover was undamaged and no contamination was found under the button contacts. Related to the complaint, a battery compartment crack was found below the grip pad and a display lens leak was shown in a leak test. Pump casing was opened, evidence of moisture intrusion was found on the keypad circuit and the printed circuit board.

Manufacturer narrative:
Follow-up #2, submission date 10/20/2015 - the pump has been returned and evaluated by product analysis on 09/29/2015.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had lost power and moisture was observed in the battery compartment. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.